Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected for the reported failure mode. The needle is jammed inside the shaft of the gun and the distal portion of the needle is protruded through the jaws. It appears that the plastic handle on the needle that helps load and unload the needle onto the gun is missing. In fully deployed position, about 1 cm of the needle is still visible in the needle slot. But in this case, the needle is completely inside the shaft and is not visible in the needle slot. This indicates that the needle was tried to be retrieved from the distal end beyond its design intent causing it to break. This failure can be attributed to mishandling of both the expressew gun and the needle. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure mode, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that when setting up for a shoulder repair the needle became jammed in the gun and broke inside the device. The sales representative confirmed that the device was not in the patient at the time. The surgeon completed the procedure with another like device with no patient consequences or delay.